Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any hearing sensations with the device on the left side. No trauma or accident was reported. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensations with the device on the left side. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to confirm a root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer has any hearing sensations with the device on the left side. No trauma or accident was reported. The user was re-implanted.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no more hearing sensations with the device on the left side. No trauma or accident was reported. Re-implantation is considered.